Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. During reprogramming, the patient experienced undesirable increase in stimulation. The patient additionally reported engaging in fence construction two (2) weeks post permanent implant. An x-ray was performed with no device issues identified. The patient declined additional reprogramming and requested explant of the evoke scs system.